Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a cls spotorno stem, 125°, uncemented, 12.5, taper 12/14 on the right side on (B)(6) 2017. A scratch on the cone of the cls stem was noticed. It was also reported that the stem was implanted with the protective cap on the cone. When the protective cap was removed, the scratch on the cone was noticed. The device was kept implanted.

Manufacturer narrative:
Investigation results were made available. Concomitant medical product: cocr head 32/+4 'l' 12/14, item# 14.32.07-20, lot# 2911867. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event was identified: scratch on surface review of event description: it was reported that the cls spotorno stem (ref: (B)(4), lot: 2846238) was implanted with the protective cap on the cone. When the protective cap was removed, the scratch on the cone was noticed. Product was not sent for the investigation, as it has been implanted. Review of received data: implant stickers belonging to the op were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as it is still implanted. Review of product documentation the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Inspection plan: characteristic no.8 feature ¿oberpflächenprüfung¿ with scope of inspection: visual qualitative inspection according to aau q.48.063. Root cause analysis: root cause determination using rmw: intraoperative complications due to inadequate handling during transport/storage possible, it is possible that the package was damaged before it was opened, therefore the risk cannot be excluded. However, IFU d011500211 (cls w/out ha, sections sterilization; storage and handling) covers that risk. Damaged device is implanted due to wrong handling of device in or e.g. Due to missing / unclear information. Possible, it is possible that the device was handled incorrectly, therefore the risk cannot be excluded. However, IFU d011500211 (cls w/out ha, section warnings) covers that risk. Conclusion summary: product was not received for the investigation since it was implanted. No photo confirming the scratch was received. DHR of the stem indicates that the released components met all requirements to perform as intended. Moreover, the inspection plan shows that the stem cone surface was 100% visually examined. The scratch that was observed on the cone of the stem could have possible reasons. It is highly possible that due to an incorrect handling procedure the stem has been damaged unintentionally. It is also possible that the package of the implant was damaged pre-operatively and therefore the stem was damaged, however, this is very unlikely since the stem has protective cap. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).